Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found deformed conductor coils that were likely induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increasing pacing thresholds since implant. Additionally, the rv impedances, which had been high and out of range during implant testing, had remained high. A chest x-ray was obtained that appeared to show the lead helix was not extended. A revision procedure was performed to reposition this rv lead, but the attempts to reposition were unsuccessful due to helix extension difficulty. Some removal difficulty was encountered but this rv lead was successfully extracted and replaced. No additional adverse patient effects were reported.